Event description:
The customer reported that 20 seconds delay in alarm sounds from the central station at the overview. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The response service engineer (rse) advised the biomed tech to restart the pic ix. After successfully rebooting the system, they were unable to replicate the issue. The device was operational after restarting the pic ix. If additional information is received the complaint file will be reopened. Phone number not provided.